Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Dr (B)(6) reports via our brand manager, (B)(6), the following: the patient was implanted with a vlift vbr in the hospital (B)(6) in (B)(6) 2010. The patient was referred to the (B)(6) for further treatment. There was notice in (B)(6) that the vlift collapsed (loss in heights). No clinical effects on the patient were noticed up to date. The surgeon reports about increased kyphosis and no revision surgery took place nor is it planned at this point in time. The surgeon requests comments from stryker.